Event description:
This 61-yr-old pt had a bilateral subcutaneous mastectomy for fibrocystic disease in 7/77. Silicone gel implants were placed. For the past five yrs the pt has suffered from arthritis of multiple joints, fatigue, and dryness of the nasal mucosa and eyes. The pt had a bilateral periprosthetic capsulectomy with removal of the implants. Both implants were ruptured.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: unanticipated. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.